Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient's ins turns off when they walk through the theft detector at (B)(6). The patient then uses the patient programmer to turn stimulation back on. No further complications were reported.